Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while the ilet was not paired to the active dexcom g7 sensor because the sensor code had not been entered into the pump, leading to impending dosing suspension; the user¿s glucose was 301 mg/dl and had been high for approximately 2.5 hours before reconnecting the cgm to the ilet, after which the agent advised allowing 1.5¿2 hours for updated readings to guide dosing. Symptoms included none reported. Outcomes included resolution through education and reconnection of the cgm to restore automated dosing guidance, without the need for outside assistance or medical intervention. Investigation included troubleshooting and user education regarding correct cgm pairing and sensor code entry to the ilet. Investigation of this case revealed user setup error resulting in failure to pair the dexcom g7 with the ilet, which interrupted automated dosing control until cgm pairing was restored. It was concluded, based on previously established findings for similar reports, that the cause was user error in device setup and use.